Event description:
It was reported the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain and inflammation at the ipg site. Infection was ruled out. Surgical intervention may pending to address the issue.